Event description:
It was reported during interventional cardiology procedure for angioplasty, balloon was prepared and loaded onto cardiac guidewire per normal procedure. While advancing the balloon into the body along the guidewire, the balloon shaft "snapped" in half. The attending physician immediately secured the distal end of the balloon and removed it from the body. No appreciable change in pt condition was noted. The balloon pieces were recovered and secured pending disposition to the vendor.